Manufacturer narrative:
The national repair center (nrc) has received the scroll compressor for failure evaluation. A supplemental report will be submitted upon completion of our evaluation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A technician of the maquet national repair center (nrc) inspected the compressor ,scroll per the cardiosave service manual part number with no visual damage observed. The technician installed the compressor with the nrc's temp sensor, into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. After 5 hours the cardiosave stopped pumping, an audible alarm was heard and overtemperature was observed on the display. The technician verified the failure of overheating. The compressor failed testing. Retaining the compressor in the nrc per procedure.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and the iabp shutdown. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and let the unit run for over an hour. The fse putted the unit into rescue mode and casing got warm. After removing cover found that the compressor was very hot and couldn't be touched. The fse replaced the compressor and performed checkout. Subsequently, the fse completed a preventive maintenance (pm) with full calibration. The iabp passed all functional and safety tests per factory specifications. The unit returned to the customer and was cleared for clinical use.